Manufacturer narrative:
A review of the mfg paperwork is being conducted. Other related devices: pxc141000, pxl161407, pxl161407.

Event description:
In 2004, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At an unk date, a CT revealed aneurysm growth with no indication of an endoleak. In 2008, another CT was performed demonstrating type ii endoleaks from the inferior mesenteric artery and lumbar arteries. A reintervention to coil embolize the endoleaks is planned, but the date has not been confirmed. Further investigation is pending.